Manufacturer narrative:
Other applicable components are: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient indicated that her sciatica has been this bad for a year and a half. Her sciatica had started to get worse and regardless of how high she turns it up, it¿s not going to help the left side. It seems like it makes the sciatica worse when she turns it on. She noticed the device makes the sciatic worse around the same time that she started noticing shocking which was confirmed as about a year prior to the report, confirmed as 2016. The patient inquired if it is possible that her unit is causing her sciatica. The patient stated that they are cutting her pain medications. The patient was redirected to her health care provider regarding this. The patient met with a manufacturer representative about 3 months prior to the report to have her stimulator checked, and the manufacturer representative had told her that ¿the left lead was not there¿ which was clarified to mean that the lead was not working. The manufacturer representative checked and found out what was ¿acting up¿. The manufacturer representative did a new program and it was covering right to left side, but not enough as the sciatica on her left is really bad and that is where she needs stimulation. The manufacturer representative did the reprogramming to try to get the one side to cover the other side, and this is when the manufacturer representative noticed that the lead was not working. The patient noted that she has been going to her health care provider every 28 days. Additional information was received from a manufacturer representative regarding the patient on 2017-08-22. It was reported that the manufacturer representative had not seen the patient around (B)(6) of 2017 and didn't have the patient's information in any of their clinician programmer logs; however, the patient will be seen by a health care provider regarding these issues on (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-jan-08 indicating that the cause of the lead breaking was not known. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-dec-12. The patient stated that it just started shocking their left sciatica and then stopped working. The manufacturer confirmed that the left lead was not working. They changed program but it could not cover the left side. They do not know why it was shocking but it is right at their sciatica and then when the shocking stopped the lead stopped. They turned it off to resolve the shocking and worsening sciatica. The shocked shopped when the lead stopped working. It would take a procedure to take it out and then a new trial and the another procedure so the patient and their healthcare professional (hcp) did not think it was worth it. The shocked stopped when the left lead stopped working. It has been off. Their sciatica is better but it comes and goes. It is getting better with it off. They do not need the right side. The patient believes th at the shocking and lead breaking is what made the sciatica inflame. The unit seems to be on their sciatica. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient clarified their lead not working allegation by stating that it just stopped working from day one they had to have their left side turned up more than their right side. It would just start shocking. After trying it on and off they were sure it made their sciatica hurt so soon after they figured that out their left side was not working it was better with it off. Someone confirmed that the left lead was not working then they put in a new program. They worked with it to get as much coverage as possible with one lead. The sciatica has been flaring up since the shocking. The lead has not been fixed. To resolve the lead not working their doctor says it would be a procedure in which they take it out, do a new trial, and put it back in. The patient and doctor agreed that it was not worth it. Their doctor says it has to be a different location. The patient stated that it seems that the stimulation is on the nerve. No further complications were reported/are anticipated.